Event description:
It was reported that a large bubble was found in the bd alaris¿ pump module smartsite¿ infusion set tubing while infusing tpn. The following information was provided by the initial reporter: "our nicu has reported a malfunction of primary alaris tubing ref#2420-0007 on (B)(6) 2022. Event was described as ¿large bubble found in tubing with tpn infusing.¿ the lot# is unknown. There was no harm to the patient. The clinical team does not feel that this was due to improper loading of set into the pump"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Possible lots were determined using the smartsite ids. D4: medical device lot #: 22095345. D4: medical device expiration date: 10sep2025. H4: device manufacture date:10sep2022. D4: medical device lot #: 22095366. D4: medical device expiration date: 12sep2025. H4: device manufacture date:12sep2022. D4: medical device lot #: 22095383 . D4: medical device expiration date: 13sep2025. H4: device manufacture date:13sep2022. D4: medical device lot #: 22115104 . D4: medical device expiration date: 03nov20225. H4: device manufacture date: 03nov2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-feb-2023. H6: investigation summary: a sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The top of the pumping segment could be seen to have ballooned. The set was also primed, and air bubbles could be seen in tubing, but where able to be pushed out. The set was infused at a rate of 250 ml/hr and no issues were observed during infusion. Possible lots were determined using the smartsite ids. The device history review was completed with the potential lots. A device history record review for model 2420-0007 lot number 22095345 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22095366 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22095383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115104 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that a large bubble was found in the bd alaris¿ pump module smartsite¿ infusion set tubing while infusing tpn. The following information was provided by the initial reporter: "our nicu has reported a malfunction of primary alaris tubing (B)(4) on 11/18/22. Event was described as ¿large bubble found in tubing with tpn infusing.¿ the lot# is unknown. There was no harm to the patient. The clinical team does not feel that this was due to improper loading of set into the pump".